Manufacturer narrative:
Ge health care's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported hairline cracks in the metal in the wall bracket of the adu anesthesia system. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and recommended that the wall mount no longer be used. A third party vendor replaced the mounting bracket as directed by the customer.